Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 04, 2019 - november 06, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not clearly observed via the photograph and due to the nature of the sample no additional testing could be performed. A functional flow rate test is required to verify the flow rate accuracy of the device. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The event was further reported "after 46 hours only about 10-20% of the filling volume has run". The device had been filled with 5-fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.